Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that, on two occasions, the multiclix lancet has protruded from the device's end-cap after firing. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.